Event description:
It was reported that the user experienced a leaking cartridge in the ilet system, which resolved by the time of the call, and the user confirmed correct handling during supply change including placing the cartridge in the ilet before connecting the connector and not overfilling; the device problem involved leakage associated with the reservoir component, and the user planned to call for guided support at the next supply change. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to a seal, consistent with a device problem of leak or splash localized to the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included insufficient information to characterize impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.